Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced swelling and discharge at implant site, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. Re-implantation is planned but has not taken place as of the date of this report (B)(6) 2016.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2016 not (B)(6) 2016 as previously reported. This report is filed on february 08, 2017.